Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated dexcom g7 pairing failures with the ilet after temporarily using a separate receiver, leading to loss of cgm data and interruption of automated insulin dosing until support assisted with restarting the ilet, performing the g6-to-g7 toggle, re-entering the pairing code, and initiating a firmware update via the ilet mobile app. Symptoms included hyperglycemia, with the user announcing a meal that was not consumed during the event. Outcomes included disruption of automated insulin delivery and the need for education on bg run mode to maintain insulin delivery by entering blood glucose when cgm data are unavailable. Investigation included remote troubleshooting, device reboot, reconfiguration from g6 to g7, re-pairing with the sensor using the provided code, and initiation of a firmware download. Investigation of this case revealed pairing failure between the cgm and ilet associated with use of a separate receiver and incomplete pairing state on the ilet, with resolution after device restart, reconfiguration, and update. It was concluded, based on previously established findings for similar reports, that user setup and connectivity workflow contributed to the pairing failure, with device function restored after correct pairing and software update. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.